Event description:
Reprogramming did not resolve the issue or provide stimulation where needed. The patient continued to have the stimulation flickering on and off. Impedance values revealed 2 electrodes within range and 2 out of range. No other diagnostics were performed. The patient's insurance approved a replacement surgery but the date is unknown at this time.

Manufacturer narrative:
.

Event description:
The stimulation was turning off and the patient did not need to use the patient programmer to turn it back on. It automatically turned back on and appeared to occur with positional changes when she bends or twists. At default settings the impedance measurements were "???" On multiple bipolar pairs. Impedances were ran again at 3v and 450ma and were all in the 500 to 1000 range. Movement caused stimulation changes. Additional information has been requested.

Manufacturer narrative:
Extension model 748925 serial# (B)(4) implanted: (B)(6) 2003 explanted: na. Lead model 389033 lot# j0306763v implanted: (B)(6) 2003 explanted: na. Programmer model 7434a serial# (B)(4).